Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found and replaced a defective pinch valve, lv12, which resolved the probe leak. The fse also performed incidental repairs such as replacing the diluent filters and cleaning the white blood cell (wbc) bath's optic pathway to resolve the plt and hgb backgrounds failures. All repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the probe of a coulter act diff 16 analyzer. The volume of the leak was approximately 1 ml and was not contained within the instrument. The instrument was generating platelet (plt) and hemoglobin (hgb) background failures. The instrument operator was wearing a lab coat, gloves, and eye protection at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.